Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A gold-tite® hexed uniscrew (item # unihg) was not returned. Since product has not been returned, physical and functional inspection could not be performed. The investigation has been performed based on the available information using the item number (DHR/IFU/rmf). However, a single image of the product was provided by the customer. Visual inspection of the screw identified signs of usage around the shank and the threads. No pre-existing conditions were noted on the per. The reported device was located on an unknown tooth #, and was in place for an unknown period of time. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # unihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non conformance /CAPA/ hhe /d/ie/product holds for the reported device related to the reported event. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw loosening) or device (unihg). A definitive cause could not be identified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Additional information received by customer provided picture of the reported device and it was identified as unihg. Lot number remains unknown.

Event description:
Additional information provided picture of the reported device and it was identified as unihg. Lot number remains unknown.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: not provided. Device not returned.

Event description:
It was reported that an unknown biomet screw became loose. Doctor was unable to replace with new screw and it was tightened into place.